Event description:
No known adverse event. Refer to expiration date as complaint notification date. Per the initial report, physician showed pentax employees the out of focus image that occurs during examination when close to mucosa. This occurs during colonoscopy (using water emersion). Image looks clear and crisp until physician goes very close to mucosa wall. Unsure if this is related to focal range. They tried with I-scan 1 on (usual for physician) vs no I-scan. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: as a result of the investigation, it turned out that it was a problem of the setting of the processor, and there was no abnormality in the product. Resetting the settings to default fixed the problem.